Manufacturer narrative:
(B)(4). The customer technician reported to have performed calibrations several times, and the condition was resolved. There is no report that any components were replaced.

Event description:
It was reported that, during patient use, the ventilator was frequently generating the oxygen (o2) maximum level alarm. The patient was transferred to another unit without harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.